Event description:
It was reported that the patient fell from a bicycle and was concerned about device function based on the details of the fall. It was noted that the lead exhibited high short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).